Manufacturer narrative:
Device evaluation: the reported pcb00 unit was not returned for investigation. The lens from the pcb device remains implanted. Photos were provided and a visual inspection was performed. An arrow pointing to be, what seems to be a shadow area in the lens picture was observed. However, the lens was observed implanted in patient eye, making it visually impossible to identify and confirm through the photos if the reported iol is out of specifications with debris or particles on the lens. Based on the evidence observed from the picture provided, there is no evidence to suggest that the complaint lens has been affected by the manufacturing process. The reported lens was handled and implanted in patient eye. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable as the iol remains implanted. The device was not returned for analysis as the lens remains implanted. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Based on the photo provided it was reported pcb00 20.5 diopter intraocular lens (iol) appears to have debris on the lens or in the operative eye of the patient. It was reported the lens was implanted on (B)(6) 2019, there was no surgical injury, and the patient is 20/20. No additional information was provided to johnson & johnson surgical vision.